Event description:
Pt a sleep and was using an oxygen concentrator plugged into a wall outlet in her living room along with a lamp. She was awakened about 3:00 am by an alarm on the oxygen concentrator and immediately called 911. Her apartment smoke alarm also went off but after the alarm on the concentrator. Property damage to the apartment. No injury.

Manufacturer narrative:
Inspection of the fire scene and oxygen concentrator being coordinated. A follow-up report will be submitted after the eval is completed.